Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated and the root cause was identified to be due to a corrupted and failed turbine interface printed circuit board assembly. This will be internally addressed within carefusion.

Event description:
The customer stated that prior to placing the ventilator on a patient it started alarming "vent inop." There was no patient involvement at the time of the incident.